Manufacturer narrative:
Concomitant med products and therapy dates: casing device, june 14, 2019 as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
This is report 3 of 3 for the same event. It was reported from the (B)(6) that three small battery drive devices would randomly stop working while in use with three battery casing devices. It was reported that there could be a connection problem with the housing of the device and the handpiece. It was reported that there were no issues with the battery devices and they were tested and used in other tolls. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was observed that the device had insufficient/low power. It was noted that the device did not have enough power. It was further determined that the device failed pretest for check power with test bench. Therefore, the reported condition that the device stopped running randomly was confirmed. However, the assignable root cause was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.